Event description:
Device 3 of 5. Reference MFR. Report: 1627487-2013-06888, reference MFR. Report: 1627487-2013-06889, reference MFR. Report: 1627487-2013-06891, reference MFR. Report: 1627487-2013-06892. The pt was implanted with two 3149 model scs leads from the same lot number. Additionally, the pt was also implanted with two 3166 model scs leads from the same lot number. It was reported, the pt's entire scs system was explanted due to an infection which affected all devices. The pt was placed on intravenous antibiotics followed by oral antibiotics. The wounds were cleaned and cultures were taken. Additional, the pt is doing better, but is still experiencing some pain from surgery. Follow-up on (B)(6) 2013 identified the infection has cleared but the cultures results are unknown.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.